Event description:
The consumer reported having bilateral crystalens at50ao 23.00 diopter intraocular lenses implanted and is not happy with her results. This report is for the left eye. The consumer indicated that eyedrops were given for over 2 months, on and off, starting with one drop four times daily. Instructions were then modified with each visit. The consumer indicated that her left eye eyesight is diminishing and is the most problematic. Lasik eye surgery was discussed by her surgeon as an option to correct her near vision issues. According to the consumer, a clear film has been present on her left eye since the initial surgery. Additional info has been requested, but has not been received to date. Please reference MDR#: 2031924-2011-00152 for the right eye.

Manufacturer narrative:
The lot number of the device was not provided, and the device was not returned to the MFR for eval. Therefore, a product eval and DHR review could not be conducted. Based on the current info, the specific root cause of the event cannot be determined.